Event description:
It was reported that during a da vinci-assisted single anastomosis duodenal-ileal bypass with sleeve (sadi-s) surgical procedure, horizon line was off. Surgeon stated instruments movement on screen seemed opposite, but instruments were really moving correctly. The operating room (or) staff was informed that endoscope was likely causing the problem. Or staff was informed that the endoscope shaft rotation may have resistance. Or staff confirmed resistance in shaft of scope (serial number (B)(6)). Or staff was asked to return the suspected endoscope for repair. Surgeon continued with the case robotically using a backup endoscope. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting instruments movement on the screen seemed opposite, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Operating room (or) staff was informed that the endoscope shaft rotation may have resistance. Or staff confirmed there was shaft resistance in the 30 degree endoscope plus (serial number (B)(6)). Or staff was asked to return the suspected endoscope for repair. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The root cause of the alleged "instruments movement on the screen seemed opposite" cannot be determined based on the information provided and phone support details. The customer has been asked to return the endoscope to further investigate this issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. This defect was confirmed as binding. The complaint was confirmed by failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing.

Event description:
Refer to h10/h11 for follow-up information.